Event description:
A vaxcel PICC line was being placed for therapeutic purposes. During placement, the wire started to accordian and the physician had difficulty pulling the wire back. In an attempt to save the position, the physician pulled the wire hard and the wire broke. The wire remained within the catheter ahd both removed as a unit. There was no injury to the pt. The procedure was aborted and another PICC line was placed later that day.